Event description:
The customer contacted stryker to report that their device did not provide defibrillation therapy during patient care. Upon evaluation of the customer¿s device, stryker observed that the device had logged two event codes in the memory. One of the event codes is related to a potential issue of the device to deliver energy. The other code indicates a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker evaluated the customer's device and was unable to verify nor duplicate the reported issue. During the evaluation, the service representative observed an error code related to a potential issue of the device to deliver energy. The event code was able to be duplicated by running a user test too quickly after powering on the device, but the device keylogs did not go back far enough to confirm this was the cause of the code. Additionally, the service representative also observed an event code logged in the device's memory related to the partial loss of defibrillation output energy, which could result in a monophasic shock. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issues could not be determined.